Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the stay safe connector. Pt stated that there was a large amount of air bubbles in the tubing. Pt stated that as he was looking over his lines, he noticed a fluid leak from is stay safe connector. Pt tightened the connection and was unsure if it became loose while he was asleep. The pt's wife stated that the pt had peritonitis. Pt noticed cloudy fluid, experienced stomach cramps and called the clinic on saturday, (B)(6) 2015. Pt was instructed to start on antibiotics and was still on antibiotics. Pt was not hospitalized. Temp was 98.7 f usually runs 96 f. Pt was instructed to fill peritoneum 1f cefazolin and 1g ceftazidime per protocol. Sample is not available for return; sample was discarded.

Manufacturer narrative:
Based on the medical records, it was confirmed that the pt had peritonitis. Pt noticed cloudy fluid, experienced stomach cramps and called the clinic on saturday, (B)(6) 2015. Pt was instructed to start on antibiotics and was still on antibiotics. Pt was not hospitalized. Temp was 98.7 f usually runs 96 f. Pt was instructed to fill peritoneum 1f cefazolin and 1g ceftazidime per protocol. The medical records did not indicate this leak as a direct cause for peritonitis. Due to timing being close to peritonitis onset, this event is being reported against the tubing set. The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.